Event description:
The customer stated she experienced high blood glucose and the reading was 453 mg/dl. The customer stated she removed the reservoir from the insulin pump and noticed that insulin had leaked into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.